Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a amplatzer septal occluder was chosen for an atrial septal defect (asd) closure procedure using a 7f amplatzer trevisio intravascular delivery system. During procedure, the device had a cobra deformation. The deformed occluder was retrieved outside the patient prior to release from the delivery cable inside the patient. There were contacts occurred with intracardiac tissue during the occluder deployment. There were no bends or kinks been observed in the delivery sheath. A new 10mm amplatzer septal occluder was chosen and implanted using the same delivery system.